Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during delivery of the 8x40 precise pro self-expanding stent (ses), the delivery rod fractured. The device was withdrawn, the stent was not implanted in the body, and it can be returned. There was no reported injury to the patient. The physician has many years of experience with precise. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Event description:
As reported, during delivery of the 8x40 precise pro self-expanding stent (ses), the delivery rod fractured. The device was withdrawn, the stent was not implanted in the body, and it can be returned. There was no reported injury to the patient. The physician has many years of experience with precise. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
As reported, during delivery of the 8x40 precise pro self-expanding stent (ses), the delivery rod fractured. The device was withdrawn, the stent was not implanted in the body, and it can be returned. There was no reported injury to the patient. The physician has many years of experience with precise. Additional information was requested; however, the information was not obtained after multiple attempts. Two photos were sent in for review, a separation of the outer member is seen along with the exposed guidewire lumen. No other anomalies nor outstanding details could be observed in the images provided. The photos do not provide sufficient information to determine whether there is a manufacturing-related issue or not, the information is insufficient to draw any further conclusions. No actions will be taken at this time. The device was later returned for analysis. A non-sterile ¿precise pro rx us carotid syst¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked and placed on a metallic tray for inspection. A thorough inspection was carried out, observing the stent was mounted in the manufacturing position. The device exhibited an outer sheath separation that exposed the braid wire of the rx port. This separation was located approximately 21 cm from the distal tip. A kink was observed approximately 6 cm from the distal tip and the hemostasis valve was tightly closed. No other notable details were observed. Dimensional analysis was conducted to verify the correct outer diameter (od) and inner diameter (ID) of the pod. Measurements taken near the separation were found to be within specification. Additionally, dimensional analysis was performed to verify the correct od of the inner shaft (proximal wire). Measurements taken at the separation were also within specification. A functional analysis was performed to determine if the stent could be deployed as expected. The hemostasis valve was unlocked, and the stent deployment test was initiated by retracting the outer sheath while holding the inner shaft in a fixed position. The inner shaft moved freely inside the lumen. However, due to the separation of the outer sheath, it was not possible to deploy the stent. The separation area was evaluated using a vision system, which revealed evidence of elongations on both edges. These elongations are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the device was subjected to a tensile force that exceeded the material's yield strength prior to the separation. The kinked area on the pod was inspected using a vision system, which revealed that the damage is located between the stop that pushes the stent and the proximal edge of the stent. This kink prevents the inner shaft from applying the necessary force to deploy the stent. The reported ¿outer sheath separated¿ was observed along with a kink on the pod housing unit of the stent during analysis of the returned device. In addition, subsequent findings of ¿inner shaft ¿ exposed braidewire/corewire¿ of the inner shaft was observed. The exact causes of these issues cannot be determined. A vision system evaluation of the separated areas revealed elongations on both edges of the outer sheath and exposed braidewire, indicating material tensile overload. The mechanism for stent deployment is outer sheath retraction. Deployment is completed by maintaining inner shaft position while retracting the outer sheath and allowing the stent to expand (often referred to as the ¿pin-and-pull¿ method). Due to the separation of the outer sheath and the kink noted that houses the stent, this pin and pull method is not able to be achieved. The stent is stuck inside the pod and cannot be released. Based on the available information, the device was subjected to forces exceeding its material yield strength prior to the noted separation. In addition, a kink was observed obstructing proper stent deployment. Procedural factors, handling during use, and vessel characteristics may have all been contributing factors. According to the instructions for use, which is not intended to mitigate risk, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit. Initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Deployment is complete when the outer sheath marker passes the proximal inner shaft stent marker. Note: the mechanism for stent deployment is outer sheath retraction. Deployment is completed by maintaining inner shaft position while retracting the outer sheath and allowing the stent to expand (often referred to as the ¿pin-and-pull¿ method). Post-deployment stent dilatation: while using fluoroscopy, withdraw the entire delivery system as one unit, over the guidewire and out of the body. Remove the delivery device from the guidewire. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit. (Do not remove guidewire.) Using fluoroscopy, visualize the stent to verify full deployment. If incomplete expansion exists within the stent at any point along the lesion, post deployment balloon dilatation (standard pta technique) can be performed.¿ the information available nor the product evaluation suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.